Manufacturer narrative:
This product was not being used on a patient at the time of use, therefore, there was no patient injury. Investigation is currently taking place. Once the investigation is completed, a follow up report will be provided.

Event description:
After the customer calibrated the first rectangular applicator, the calblock is overwritten when calibrating a second rectangular applicator.